Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that there was oversensing on the ra lead. Isometrics were done in office and noise was produced. The ra lead was explanted and replaced.

Event description:
It was reported that a warning triggered due to high impedance on the right atrial (ra) lead which resulted in a lead polarity switch. The lead was reprogrammed and continued to exhibit high impedances with measurements greater than 9999 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.